Event description:
Reference number (B)(4). Event occured in united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2026. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via mdi (multiple daily injections). The patient replaced infusion sets and resumed insulin successfully. No further information is available.